Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was having a "difficult" time remembering to charge her ipg. The patient acknowledged that she was not charging her device. Patient has communication issue while recharging. The intellis ipg was revised to a vanta ipg.